Event description:
Dduring an angioplasty procedure, physician went to pt's lad. Physician torqued guide normally then torqued aggresively. Guide snapped just below hub. Physician was able to remove without add'l medical or surgical intervention. The product was discarded by the hosp cath lab.